Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was in the hospital and insulin pump was removed but received an alarm and nurse inquired on how to clear alarm. Assistance was provided in clearing alarm and how to turn sensor feature off. Caller was advised to not remove batteries from insulin pump and to have customer call helpline when feeling better. Caller was not able to provide hospitalization information for customer. No further information provided.